Event description:
The customer reported that multiple buttons on the front panel are inoperative. One of the buttons affected was for energy selection. No patient involvement.

Manufacturer narrative:
The device has been received, but additional time is required to complete the analysis. Upon completion of the investigation, a supplemental will be submitted.